Event description:
I had prk surgery on my right eye at (B)(6) in (B)(6), dr. (B)(6). Seconds after the surgery, I looked up and saw crystal clear. He then put my epithelium flap back over my cornea. That has never fully healed. I believe I suffer from lasik flap dislocation in that eye. I am naturally cross-eyed, right eye goes inward when I focus. The goal was to correct that. Now, my eye strain is horrible as my right eyes vision has never healed. I contact the institute more than a few times. They said after 6 months they would charge because I have no insurance. At $(B)(6) a visit, I can't afford that. I did go for follow ups in that 6 months. I was told to wait for it to heal. Dr. (B)(6) is no longer there. FDA safety report ID# (B)(4).